Event description:
Litigation alleges that the patient suffers from pain and tenderness in hip and groin. Update (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate during the (b)(6 2008 surgery, the femur was cracked. The revision on (B)(6) 2008 appeared to be for instability issues. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Update - (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate during the (B)(6) 2008 surgery the femur was cracked. The revision on (B)(6) 2008 appeared to be for instability issues. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.